Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 8.1 mmol/l. The customer was assisted with troubleshooting. The customer stated that they was able to clear the alarm and was able to successfully go through the rewind but since this was the second occurrence. The device will not be returned for analysis.